Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump's basal history "doesn't match what is should." It was noted that the user had lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/23/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2015 with the following findings: a review of the pump¿s black box history showed that the pump date/time was changed from 10/19/2014 23:22 to 10/20/2014 01:25 and another manual time change on 10/16/2014 from 22:19 to 20:21. The basal history appears to be inaccurate due to the manual time/date change. The pump was exercised for 24 hours at a 2.0 unit per hour basal rate and the total daily dosage was accurately recorded as 48 units at the end of the exercise. The pump passed a delivery accuracy test and was found to be operating within the required specifications and delivering accurately. The complaint that the pump¿s basal history didn¿t ¿match what it should¿ was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.